Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in inadequate leaflet insertion and therefore contributed to the slda; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip (60728u129) was implanted successfully, reducing mr to 3. However, it was noted that the clip had detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 4. Three additional planned clips were successfully implanted further reducing mr to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is in stable condition. No additional treatment is planned for the patient. No additional information was provided.